Event description:
Balloon inserted in ccu to stable pt. She was a non surgical pt. 9 1/2 hrs after insertion perf. Was called due to blood in the tubing. Balloon was removed and second balloon was inserted pt had a stroke but is now discharged from hospital and is currently in re-hab. Balloon was in use to stabilize the pt.